Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fiber optic catheter not working. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3,d8, d9, g1, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d1, h6 (medical device ¿ problem code), h8. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to the customer to obtain additional information on this complaint event. If information is received, the complaint will be reopened and updated.